Manufacturer narrative:
(B)(4). Eval: results: - eval for the returned product shows that when tested the alarm powered on. The alarm sounds intermittently when pressure is taken off the sensor pad or when the tone selector button is pressed. The red battery wire insulation is cute and exposed. (B)(4).

Event description:
Customer reported that while in use the alarm has no power. The alarm unit was tested with new batteries. The unit has no visible damage. There was no pt incident or injury reported. Evaluation for the returned product shows an intermittent alarm.